Event description:
On (B)(6) 2014, the reporter contacted animas, alleging all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down and ok contacts were found to be damaged. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The bolus button cover was found to be torn; there was no response issue experienced with the bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.